Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2015-02308) the patient's ipg would not charge. The physician realized that cautery had been used during the revision and may have damage the ipg. The patient underwent ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001) (when we know electrocautery was used in the initial).

Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint was confirmed. The spectra ipg could not be charged nor linked even after three charging attempts. It exhibited excessive sleep current leakage. A hot spot was observed on u2-asic, and vh to ground was shorted. These symptoms were the typical characteristics of high-voltage transient damage. Device logs were downloaded using an external power supply. The device appeared to be damaged by the electrocautery during the revision procedure.

Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2015-02308) the patient's ipg would not charge. The physician realized that cautery had been used during the revision and may have damage the ipg. The patient underwent ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant (B)(4)) (when we know electrocautery was used in the initial)